Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire from ECG b to the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing therapy pad non-functional messages.